Manufacturer narrative:
Device 2 of 2 based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 3005778470.

Event description:
End user reports in the current market unit he has already found qty 2 misaligned is lot 5a00617. He "caths 5 x a day for retention from bph. He states the coude tip and the notch on the funnel end are not perfectly aligned on all catheters. He said this is misaligned by varying degrees, mentioning some are off by 20 degrees sometimes 90 degrees or sometimes even more than 90 degrees. He said 60-70% of them are all aligned well in all his orders but the rest are not. He said when he first started cic and using this product, again about 3-4 yrs ago, he did not realize this misalignment issue and said he remembers it was painful and uncomfortable with insertion of one and felt like there was a sharpness when he was inserting and did say he did experience a "little bit of bleeding" which resolved shortly. He then saw it was due to the misalignment. He knows to keep the coude tip up when inserting and at the time, he was relaying on the notch. He said he learned really quick to not rely on the notch on the funnel and just takes account the misalignment to keep the coude tip itself pointing upwards with insertion and then they work fine for him."